Event description:
It was reported that during a pta treatment procedure to dilate an 80% stenotic lesion in a left forearm shunt, the wire unraveled. When the physician withdrew the guidewire the sping coil was found to be unraveled. No portions of the wire came off inside of the pt. Another wire was used to successfully complete the procedure. The pt is reported as 'good' following the procedure; no pt injury or complications were reported.